Event description:
It was reported that the patient presented in the operating theater for a scheduled procedure. It was noted that the right atrial lead returned satisfactory measurements through the psa. The lead was sutured in place. Upon connection to the device no signal was visible on the atrial channel, therefore completely unable to sense and unable to pace. The lead was removed from the device header and reconnected to the psa cables and no signal was visible. The ring electrode was then connected in a unipolar configuration which produced a signal. The tip electrode was then connected in a unipolar configuration and a signal was produced. The cables were again connected in a bipolar configuration and no signal was produced. The lead was not used and replaced successfully without any incident. The patient was stable.

Manufacturer narrative:
The reported events of no capture, no sensing and low lead impedance were confirmed. Final analysis found inner insulation being damaged at the suture sleeve tie down region at 14.6 cm from the connector pin. The cause of the reported events was due to the inner insulation being cut/damaged at the suture sleeve tie down region.